Event description:
The customer reported that the system would display a bad iris potentiometer error message. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The wire in the high voltage cable was repaired. The system was tested operated as intended.